Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 7 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
A duplicate medwatch report was sent for this event in regulatory report #: 2025587-2018-03308. Any additional information will be included supplemental reports for regulatory report #: 2025587-2018-03308. If information is provided in the future, a supplemental report will be issued.